Event description:
The manufacturer received information alleging "side effects in the context of his treatment: the patient indicates having had 6 to 8 months after the implementation of his dm of fever, anosmia, agueusia. Since then, he has had a cold, red eyes, headache and cough," related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused the patient "side effects in the context of his treatment: the patient indicates having had 6 to 8 months after the implementation of his dm of fever, anosmia, agueusia. Since then, he has had a cold, red eyes, headache and cough," there was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device found sleight wear and tear, but no evidence of damage or degradation. The manufacturer came across a moderate amount of beige dust or dirt containment around the rim of the pollen filter area and into the air intake canal. The manufacturer found potential mineral deposits with beige and dark dust or dirt containment, and also dark fiber contaminate in the outlet port of the base assembly. The manufacturer found minor amounts of beige and dark dust or dirt containment with dark fiber contaminate around the outlet part area and also in the humidifier latch area. The device was disassembled for internal visual inspection. The manufacturer found slight wear and tear, but no evidence of damage or degradation. The manufacturer did not have any unusual markings, the bluetooth antenna has some discoloration. The manufacturer noticed that the blower box chimney contained some minor beige dust or dirt containment. After removing the ui panel, it is noticed dark dust or dirt containment with brown and dark fiber contaminate in the ui panel channel of the lower enclosure. The manufacturer located a 3.9 mm x 1.2 mm rectangular yellow piece of contaminate resembling a mini piece of paper in the channel of the lower enclosure. After removing the blower box cap, the manufacturer found beige dust or dirt containment on the blower brass nut, input and outlet ports, the impeller, the isolators, and the blower box top rim. The manufacturer noticed some dark dust or dirt contaminate on the blower outlet seal. The blower box outlet port contained a dark dust or dirt contaminate partial ring outline around where the blower outlet seal would sit. The blower bottom housing and the blower box bottom contain a large amount of potential mineral deposit contaminate. The rear enclosure had a very light amount of a dark coating or sheen contaminate. The p4 connector contained a small amount of corrosion on its enclosure. The base bottom enclosure contained beige dust or dirt containment, and also dark fiber contaminate. Visual examination of the sound abatement foam did not reveal any unusual evidence to indicate foam degradation, but the foam did contain beirge dust or dirt contaminate particles. The manufacturer applied power to the unit and unit powered on and supplied therapy. The manufacturer reviewed the device log and located 0 errors. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The contamination found within the device is consistent with being from an external source.